Event description:
Patient with severe respiratory distress who had bivona tracheostomy tube in place. Pt required an MRI scan of the head. Test could not be performed as bivona tracheostomy tubes contain metal tracheostomy tube needed to be changed to shiley tube in order peform MRI scan. There is no written warning on the package box or the product package indicating the tube contains metal, or that an MRI is contra indicated. It is however mentioned on the package insert that the tube is wire reinforced and an MRI is contra inidcated. The bivona fixed flange hyperflex extra long tube used (used in adult patients) also contain metal.